Event description:
The pt reportedly experienced sound quality issues, pain, and shocking sensation during and after stimulation. Minimal programming was attempted without success. The pt disconnected use of the external equipment. Device explant surgery has been scheduled.